Event description:
It is reported that there is mold on the product.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The device was used by an end user, however, no harm to the end user was reported. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.